Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the submitted log file confirmed a complete loss of power to the controller resulting in a pump stoppage and clock reset; however, a specific cause for this event could not conclusively be determined through this evaluation. Review of the submitted log file showed normal pump operation from timestamp day 106, hour 15, minute 52 through day 108, hour 14, minute 16 at which time a power cable disconnect alarm was recorded followed by a complete loss of external power, resulting in a pump stop. When power was restored, the log file showed a clock reset, as well as active low speed and low flow hazard alarms. The next event revealed a transient elevation in power captured during a pi event as the pump regained speed following the reconnection of external power. The pump speed remained above the low speed limit for the remainder of the log file, and the pump appeared to operate as intended. The patient remains ongoing on heartmate ii (hmii) left ventricular assist system (lvas), serial number (B)(6). The heartmate ii (hmii) left ventricular assist device (lvas) instructions for use (IFU), rev. C, is currently available. Section 1 addresses all pump parameters including pump speed, power, flow, and pulsatility index (pi). In reference to power, this section explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. Section 4 explains that if the system detects a pi event, the pump speed will automatically reduce to the low speed limit and slowly ramp back up to the fixed speed setpoint. Pi events are assumed by the system during cases where there is a sudden and substantial change in pi. Some reasons for pi changes include sudden changes in the patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. This IFU also warns that at least one system controller power cable must be connected to a power source (power module or two heartmate 14v lithium-ion batteries) at all times. Section 3 provides instructions for exchanging power sources under ¿switching power sources¿. The heartmate ii lvas patient handbook, rev. D, is also currently available. This document contains information regarding all system controller alarms and the proper actions associated with them. The handbook also warns that the pump will stop if the system controller is disconnected from power. If system controller is disconnected from power, reconnect it right away. Instructions for exchanging power sources and the system controller are also listed in the patient handbook and warn that at least one system controller power lead must be connected to a power source at all times. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
Related manufacturer report number: 2916596-2020-04548. It was reported that the patient experienced a pump stop caused by a total loss of power to the controller, resetting the internal clock of the controller back to zero. Both power leads on the controller were disconnected. A lone power elevation of 9w was noted in the log file but was not sustained and was transient.